Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: supplemental sent to correct information included in follow-up # 1. It was incorrectly stated that the meter was returned and underwent pa testing in the MFR narrative. This should have stated that the test strips were returned and underwent testing.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "12.1 ad 15.5 mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.